Event description:
It was reported that after the completion of a surgical procedure, the neptune rover suction line was connected to an external ancillary pump, which caused the rover to stop functioning. As a result, the next scheduled surgical procedure had to be rescheduled for a later time. There was no patient or user injury reported, and no other adverse consequences alleged with this event. No further information was reported by the user facility.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. Visual inspection revealed internal component damage consistent with the canister overflowing fluid contents, due to the attachment of an external pump device. The internal surfaces were cleaned, and the vacuum manifold assembly, vacuum pump, and a pc board assembly fuse were replaced. The rover was functionally tested and returned to use. The neptune IFU includes the following warning statements pertaining to the use of external pump devices, "always ensure the rover is providing suction (vacuum level display is greater than zero) and suction is present at the manifold ports when using an external pumping device connected to the same canister via suction tubing." And "if four or more liters of fluid will accumulate during a surgical procedure and an external pumping device will be used, like an arthroscopic pump, always use the 20 liter canister to collect fluid waste. Do not use the four liter canister or both canisters at the same time. Failure to comply will cause the system to overflow if the system suction line is not removed or closed."